Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleged the patient suffered pain, discomfort and increased immobility as a result of the implanted asr hip. Update (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2013- sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, excessive effusion, dullish gray synovium, a fibrous layer of tissue between the cup and acetabulum and corrosion at the taper were noted. The srom stem and sleeve are being added to the complaint. Since the corrosion was at the taper only, the srom sleeve is not being added. Stem remained in situ. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.